Event description:
It was reported that atrial lead pacing threshold was high, right ventricular lead is at high risk of fracture, left ventricular lead had not optimally worked in the past (diaphragmatic stimulation) and the device is close to battery depletion. The device, atrial and right ventricular lead were explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed with no anomalies found.